Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of less than 40mg/dl, and the patient was unresponsive, associated with an alleged inaccurate delivery issue. Reportedly, the patient received unspecified treatment by a non-healthcare provider. During troubleshooting with customer technical support, the reporter alleged the ¿pump has not been delivering the bolus correctly, and they are not being stored¿. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: a review of the black box showed a replace cartridge alarm followed by a power on reset. The pump was powered up and deliveries were never resumed. The last delivered bolus 8.6 unit bolus. The pump was run for 24 hours with a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was delivering accurately and within range. A manual 10 unit normal bolus and a manual 10 unit audio bolus were successfully performed and accurately recorded in the pump history. No alarms or delivery interruptions occurred during the testing. The history settings issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.